Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not opening. A field service engineer (fse) powered down the station, removed the back panel, checked all connections at the back of drawer and found that the retractor band was not connected to the bus controller board. The fse reseated the cable, closed the back panel, and powered the station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient and all medications in that drawer was inaccessible. There were no adverse events or injuries reported based on this incident.